Event description:
Overdelivery reported. The pca pump was to administer morphine analgesia with ordered settings of: morphine 1 mg/ml, pca plus continuous mode, pca dose of 1 mg with a pt lockout interval of 6 minutes, 2 mg/hr continuous, no 4 hour limit set. A 30 ml (30 mg) syringe was started at 9:30am. At 10:46am the device alarmed for an empty syringe. The reporter indicated that the "dose was 1.0 mg but the machine was set at 0.5 mg." The parameter that was misprogrammed was not specified. The number of pt boluses requested was not available. Contact with risk management could not clarify if the concentration or the pca dose was set incorrectly, "the staff member could not recall." The pt was "sleepy but ok." There was no report of any change in her respiratory status or vital signs. No medical intervention was required. The pca infusion was discontinued.

Manufacturer narrative:
The reported problem could not be duplicated during testing specification as programmed. Observations out of specification include occlusion pressure, defective patient pendant and power cord. These findings are not likely to relate to overinfusion report. Frequency of occurrence of overdelivery for the pca family is approximately 3.33/million sets.